Event description:
Consumer contacted dexcom to report the sensor gave inaccurate blood readings. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Review of the data log file confirmed the reported inaccurate blood readings from the sensor.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The receiver device (stt-gl-003/663nb), used with the complaint receiver device, was returned on (B)(4) 2014. The returned complaint transmitter was visually inspected and found a broken transmitter epoxy. Functional testing was performed and the reported fault could not be reproduced and the test failed. The customer complaint of a permanent out of range signal was confirmed. The root cause was determined to be a damaged transmitter.